Manufacturer narrative:
Section h3, h4: additional information manufacturer's investigation conclusion: the report of a centrimag "motor failure" alarm message could not be confirmed nor reproduced during testing of the returned centrimag motor (sn (B)(6)). No log files were submitted for this event and the 2nd gen primary console used during the reported event was not returned for analysis. The returned motor was evaluated and tested by the service depot. During testing the motor was operated for an extended period of time with a test 2nd gen primary console and flow probe. The motor always performed as intended with no alarms at any point and no speed or flow issues being observed. Inspection of the motor's cable did not reveal any issues. The tested motor was returned to the customer site. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device returned for analysis. Similar reports has been investigated and the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott will perform a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The investigation will be submitted as a follow-up once it is complete.

Manufacturer narrative:
This report is against the centrimag motor. The event is also reported against the centrimag console in MFR. Report # 2916596-2019-03702. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported there was a centrimag motor fail while the system was in use on a patient. The "motor failure" alarm message was displayed on the console while the rpms dropped from 4800 down to 3800. There were also no calculated flow readings. The motor and console were exchanged without any reported harm to the patient. Exchanging the system resolved the issue. No additional information was provided.